Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-120-ptx, ziv6-35-125-6.0-40-ptx, and ziv6-35-125-6.0-120-ptx were placed in the right sfa (from proximal side; ziv6-35-125-6.0-40-ptx, ziv6-35-125-6.0-120-ptx, ziv6-35-125-6.0-120-ptx), on (B)(6) 2014 restenosis was confirmed. (Restenosed stent cannot be confirmed), on (B)(6) 2014: pta was performed, (B)(6) 2014: the patient had favourable outcome. No further adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
(B)(4). This investigation addresses 1x ziv6-35-125-6.0-40-ptx of lot c777376. Reference also directly related to MDR reports 3001845648-2014-00260 and 3001845648-2014-00262. Note stent fractures have also been reported in the referenced devices occurring on 09/30/2014. Reference MDR reports 3001845648-2014-00263 and 3001845648-2014-00264. The ziv6-35-125-6.0-40-ptx stent of lot number c777376 was implanted in the patient; therefore, is not available for evaluation. With the info provided a document based investigation was carried out. Angiography images from stent implantation ((B)(6) 2012) and f/u runoff ((B)(6) 2013) were provided. In relation to the reported restenosis the following comments were provided by the independent reviewer: "...due to overlapping profunda femoral artery branches, a stenosis in the proximal sfa stent at the sfa origin was inadequately imaged; however, despite this, a stenosis from neo-intimal hyperplasia was present. It caused approx 80% maximal diameter stenosis with a residual luminal diameter approx 1.3mm. Distal to this neo-intimal hyperplasia narrowed the proximal stent 60% maximal diameter stenosis with a residual luminal diameter of 2.5mm. The mid-sfa stent was narrowed by neo-intimal hyperplasia 50%, residual luminal diameter of 3mm, just proximal a new mid-stent 1mm step off. Neo initial hyperplasia in the distal portion of the stent caused 40% maximal diameter stenosis. Neo-intimal hyperplasia in the distal stent resulted in 20% maximal diameter stenosis. No inflow limitation was present. ...neo-intimal hyperplasia was present in all three stents. It resulted in proximal stent sever stenosis, mid-stent moderate stenosis, and distal stent mild stenosis. ...runoff was poor, poor runoff is a risk factor for bare metal and ptfe covered stent stenosis and possibly was a factor in this case (j vasc. Surg. 2008 may; 47(5): 967-74.)". Based on the images. The customer complaint was confirmed. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Based on the feedback provided by the independent image reviewer, neo-intimal hyperplasia was present in all three stents which resulted in stent restenosis. Poor runoff is a risk factor for stent stenosis and it is possible that this could also be a contributing factor in this case. However, a definitive root cause of this stent restenosis cannot be determined. Restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.